Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during a stent positioning procedure in the pancreatic duct performed on (B)(6) during the procedure, when attempted to release the stent, the guide catheter became separated, the broken guide catheter was removed from the patient. The procedure was successfully completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the guide catheter was detached and the remaining part of the delivery system was not returned. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the guide catheter was detached and the remaining part of the delivery system didn't return. It's possible that during procedure the device met some resistance or tension while trying to deploy the stent, this tension or resistance could be caused by anatomical factors, some technique performed and/or even the friction within another support device. Once this tension or resistance was present the guide catheter got detached and as consequence of the tough conditions it's possible that the stent couldn't be deployed correctly. Therefore, the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during a stent positioning procedure in the pancreatic duct performed on (B)(6) 2022. During the procedure, when attempted to release the stent, the guide catheter became separated, the broken guide catheter was removed from the patient. The procedure was successfully completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event.